Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s black box showed one low battery warning and one replace battery alarm; evidence of partially discharged batteries being installed was observed. The returned battery cap and battery compartment had damaged threads; the cap was unable to fully tighten on to the pump. A test cap was used and was unable to fully tighten on to the pump; however no power loss was observed. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.